Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button intermittently did not respond over approximately one month, occurring sporadically, while overall device function continued and blood glucose control was reportedly unaffected. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, user education, and request for a user-provided video to document the behavior in future occurrences. Investigation of this case revealed an intermittent user interface responsiveness issue related to the sleep/wake control, with no confirmed device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce and lack of returned product for evaluation.